Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "the pump is not working properly". Reportedly, the customer has switched to alternative insulin therapy. Tandem technical support made multiple follow up attempts with the customer, however, no response received.